Event description:
Pt with extremely long aorta and aneurysmal right common iliac artery. Teh rith hypogastric had been coiled prior to surgery, therefore the ancure endograft limb had to be extended down. An aneurx 11.5 extension was used and a 14x60 wall stent was placed on the left side which was the ipsilateral side. Wire access was lost during advancement of the contralateral pull wire into the right limb. During the wire intervention in the right common aneurysmal iliac, thrombus had become dislodged and migrated distally. An embolectomy was performed to remove the thrombus. The pt was doing well post op.